Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. According to the clinical, on the second day of impella cp support placement monitoring was disabled due to multiple false impella in aorta alarms. No product was returned for a visual inspection. Data log analysis confirmed the presence of multiple false impella in aorta alarms followed by placement monitoring disabled alarms. No motor current spikes were observed and all 5s parameters appeared to be stable. The most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient had an impella cp implant and there were placement signal issues. The placement signal monitoring was disabled due to false impella in aorta alarms. Care was eventually withdrawn, and the patient expired.